Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading were 60 and 355 mg/dl, and the meter bg reading were 207 and 200 mg/dl. No additional patient or event information was available. A root cause could not be determined. Reportedly, the sensor displayed accurate readings after the second calibration.